Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion caused by friction to the device can was noted at 12.2 cm to 12.4 cm, 12.4 cm to 12.5 cm, and 15 to 15.4 cm from the connector pin. Visual examination of the distal portion of the lead found internal insulation abrasion at 7.9 cm to 9.3 cm from the distal tip, external insulation abrasion caused by friction to another device or feature of the heart at 10.8 cm to 13.9 cm from the distal tip, internal insulation abrasion at 30.9 cm to 32.0 cm from the distal tip, and external insulation abrasion caused by friction to another device or feature of the heart at 35.4 cm to 35.6 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.